Event description:
During the index procedure the physician implanted one endeavour drug eluting stent in the lad. Approx 5 days after the procedure the patient suffered a myocardial infarction. Revascularisation of a non-target vessel was carried out as treatment on the same day. Investigator assessed that the event was not related to the study device. Patient recovered. Approximately 7 months post the index procedure, the patient underwent revascularisation of the lad, due to restenosis. The patient was treated with non-medtronic stenting. The investigator assessed that the event was related to the study device. Patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.